Event description:
On an unspecific date in july involving a primary plum set, it was reported that the surgical trauma ICU had issues this weekend with multiple attempts to start IV drips reading occlusion, reprime upon trying to start. They tried several pumps and multiple tubings, and the pumps worked fine when they obtained a different lot number from micu. It was requested the nurse to fill out an rl6 as this put a patient at high risk attempting to start a levophed drip. Additionally, the staff that had had issues said they simply throw away the tubing and get new. There was no report of harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Two (2) photos were provided showing the packaging of the 146870489. No damages or anomalies were noted. No samples were returned for investigation. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for lot 13540014 was reviewed and no non conformities were found that would have led to the reported complaint. Additional information found d9 & e3.